Event description:
The dr was unable to insert the iab over the guidewire. The guidewire kinked upon insertion. Another was not inserted. The iab and guidewire were not returned to datascope for evaluation. They were discarded by the facility. Event complications: unk - rptd 6/3/97. Pt's current status: unk - rptd 6/3/97.